Manufacturer narrative:
Lead model 39565-65 (B)(4) implanted: (B)(6) 2011 explanted: na, programmer model 37743 (B)(4).

Event description:
It was reported that patient's implantable neurostimulator (ins) was originally programmed to come on at 10:00 pm, and turn off sometime in the morning around 7 or 8 am. Within the last month, it was noted that the therapy was not working as expected and that the ins was "coming on and off whenever it wants". The patient also had a couple of falls within the last month but noted that the device issue began before the falls. It was unknown if the device issue has become worse since the falls. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information reported that the patient met with the company representative for the event. No malfunctions or problems were seen nor were any interventions needed and it was noted that the patient was not sure on how to use the programmer. The patient was reported as doing great.